Event description:
It was reported that an intermate had a broken luer lock connector found before use. The device was being filled with a solution of ceftazidim. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of a broken luer post. The root cause of the broken luer was determined to be to excess stress in the packaging due to a manufacturing process. As a result, awareness training was given to all applicable manufacturing operators. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.